Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Event description:
A user facility reported to olympus that no image was present when using the olympus, model cv-190, evis exera iii video system center with olympus, model series 180 scopes. The problem, as reported to olympus, was first identified during preparation for use. The intended procedure was an esophagogastroduodenoscopy and was completed after a delay, characterized by the reporter, as "small." The procedure was completed using an olympus, model series 190 scope and the same cv-190. There was no patient impact and no patient injury that occurred, associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the reported event could not be identified. However, it is likely the cause is related to an abnormality in the cv-190. Olympus will continue to monitor field performance for this device.